Manufacturer narrative:
Model sc-2218-50, serial (B)(6): the continuity test of the returned lead failed on (B)(4) contacts. Visual and x-ray inspections found fractured cables at the click site, about 25.5 centimeters from the proximal end. No cables were exposed. Lead breakage and lead migration are listed as known inherent risk associated with use of the device in the instruction for use. Model sc-2218-50, serial (B)(6): the continuity test of the returned lead failed on (B)(4) contacts. Visual and x-ray inspections found fractured cables at the click site, about 23 centimeters from the proximal end. No cables were exposed. Lead breakage and lead migration are listed as known inherent risk associated with use of the device in the instruction for use. Model sc-1160, serial (B)(6): the returned implantable pulse generator device passed the functional test and revealed no anomalies.

Event description:
It was reported that the patient was experiencing loss of stimulation and also experienced non-device related falls. It was noted that both leads displayed high impedances, and an x-ray revealed that one of the leads migrated cephalad. It is not known which lead migrated. It is not known if stimulation issues were due to the falls. Reprogramming was attempted however was unsuccessful. The patient underwent a lead replacement and ipg upgrade procedure and was stable post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family scs-linear leads, upn m365sc2218500, model sc-2218-50, serial (B)(4), batch 5025674. Product family scs-ipg-r upn m365sc11600: model sc-1160, serial (B)(4), batch 333516.

Event description:
It was reported that the patient was experiencing loss of stimulation and also experienced non-device related falls. It was noted that both leads displayed high impedances, and an x-ray revealed that one of the leads migrated cephalad. It is not known which lead migrated. It is not known if stimulation issues were due to the falls. Reprogramming was attempted however was unsuccessful. The patient underwent a lead replacement and was stable post-operatively.